Event description:
Pt had 24 hr bp monitor applied for home use. Returned to ER approx 48 hrs later with redness, itching and some excoriation to involved extremity. Pt diagnosed with cellulitus and treated with vancomycin.